Event description:
Caller states that the inform base unit has burned and melted plastic near the connector port area. No adverse even reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform base unit. (B)(6).